Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Not available.

Event description:
Fixed shoulder joint dislocation with the variax plate on may 31. As the hook tip bites into the shoulder peak gradually, it leads to removal before completely cutting out. It pulled out on october 18th.

Manufacturer narrative:
The reported event that hook plate variax clavicle 6 hole / 16mm / left was alleged of 'migration / rotation / in situ mouvement' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event such as pre- and post- operative x-rays, as well as the affected device must be available in order to determine the root cause of the complaint event. It is important to receive this kind of information in order to assess if the size of the implant used was adequate, if the implant was placed properly, to understand the exact indication that the implant was supposed to treat ... Etc. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Fixed shoulder joint dislocation with the variax plate on may 31. As the hook tip bites into the shoulder peak gradually, it leads to removal before completely cutting out. It pulled out on october 18th.